Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the repair process the newly arrived pneumatic module assy and rohs tested failed for cardiosave intra-aortic balloon pump(iabp). There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e3, e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: h6 (medical device problem code). Due to character limit in block e1 telephone number : (B)(6). A getinge field service engineer (fse) evaluated the part. The fse reported that the "leak status" showed failure during testing. The device passed the performance and safety checks according to factory specifications after the failing part was replaced. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the leak tetst. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city), g3, g6, h2, h11. Corrected fields: h6 (medical device problem code).